Event description:
It was reported that (1) 35lst was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the optical lens detached from the obturator. (Nothing fell into the pt). Opened another device to complete the case. The device was discarded since this case was hepatitis case.